Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during inspection, the helium tank of cardiosave intra-aortic balloon pump (iabp) depleted quickly. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the helium tank washer. The fse performed work according to the service manual with good results.